Event description:
The customer stated they smelled something burning from the architect i2000 analyzer, however, no smoke was seen during the incident. The customer turned off the instrument until the abbott field service engineer (fse) arrived to evaluate the issue. When the fse powered on the analyzer, smoke was seen near the sample handler antenna, therefore, the analyzer was turned off. Upon further inspection, a portion of sample handler antenna was burned, therefore, all of the analyzer was inspected to determine if other parts were involved. There was no impact to user safety or patient management.

Manufacturer narrative:
The complaint text indicated the operator observed a burning smell being emitted from the architect i2000, serial number (B)(4). The instrument was operating per specifications after the replacement of the sample handler lls antenna board. An evaluation was performed using a complaint search, labeling review, and a product safety analysis of the architect system. Review of the safety memo and product evaluation indicated the architect i2000 is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. The objective of the safety standards as related to fire "is to ensure that the design and methods of construction provide adequate protection for the operator and the surrounding areas against spread of fire from the equipment". There shall be no spread of fire outside the equipment in normal conditions or in single fault condition. Abbott's equipment in most cases provides redundant protection against fire. In addition, the safety standards require double protection against electric shock. A complaint review found one complaint where an electrical burn was observed on the sample handler lls antenna board during the time frame of (B)(4) 2012, however, in the investigation of that complaint, no smoke was observed by the customer and the cause of the burn could not be determined. The service history review for serial number (B)(4) did not find any additional incidents where smoke was emitted from the liquid level sense board of the architect, and no additional occurrences of this issue have been documented since this ticket was opened. No adverse trend or non-statistical trend in conjunction with the issue of smoke was emitted near the sample handler lls antenna of the i2000. The architect system operations manual was reviewed regarding electrical hazards and was found to contain adequate instructions for the operator. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. It also instructs the operator on an emergency shutdown procedure. Based upon the available information, no product deficiency was determined in the product evaluation.

Manufacturer narrative:
No consequences or impact to patient (B)(4); smoking (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.